Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had vent inop alarm. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a ventilator inoperable alarm. The ventilator was not in use on a patient at the time of the event. A third party service engineer inspected the device and found the ventilator inoperative alarm. They performed flow sensor, expiratory valve, and atmospheric pressure transducer calibration to resolve the issue. The ventilator was now in working condition.